Event description:
It was reported that various gas flow control components required to be replaced. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Initially it was reported that various gas flow control components required to be replaced. On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the internal leakage test failed during pre-use check and replacement of the expiratory channel printed circuit board, control printed circuit board and expiratory valve coil solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The movable axis of the expiratory valve coil controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. Control pcb contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to expiratory channel printed circuit board, control printed circuit board and expiratory valve coil.

Event description:
Manufacturer's ref #: (B)(4).